Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with uncontrolled diabetes, diabetes ketoacidosis, and lots of things going on. The doctor wants to be sure that there is nothing wrong with the insulin pump and requested training for him or if not for him to be off the insulin pump therapy all together since he has been in the hospital frequently. The doctor stated that the customer was in the emergency room on (B)(6) with high blood glucose of 673mg/dl, and on (B)(6) 2013 with 640mg/dl. The doctor mentioned that the customer had a heart attack from the stress of dka. Advised the doctor that the customer should contact us once he is released. No further information was provided.